Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for disconnected electrodes. The patient was unable to receive therapy in closed loop as a result of the electrode disconnections. During evaluation, a lead migration was noted. A lead revision was performed to restore patient therapy in closed loop.

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - manufacturer narrative the lead was returned for analysis. Functional testing was performed and the lead failed the dry and wet tests with disconnected electrode e1 and e2. Visual analysis identified broken conductor cables distal from the electrodes, consistent with the anchor location. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." The anchors were not returned. The reported ead migration was unable to be confirmed. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release. No anomalies were found.